Event description:
It was reported that a female patient underwent a breast augmentation surgery with 350cc mentor memorygel breast implants. Post-operatively, the patient experienced a rupture of her left prosthesis as well as device migration of her right prosthesis, which were confirmed during a physical exam. As a result, the patient underwent removal and replacement with 320cc mentor memorygel breast implants on (B)(6) 2023. This report is for the left implant. Refer to manufacturing report number 1645337-2023-05531 for the contralateral event.

Manufacturer narrative:
Mentor received a video of the complaint device. Video evaluation summary: upon visual evaluation of the video provided in the complaint, the implant was observed ruptured. As the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).